Event description:
It was reported that there was a stain, in the form of a black spot found in the automated peritoneal dialysis (apd) set with cassette, which is used for therapy on the homechoice (hc) device. The reported issue was identified before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number s13g08052 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.